Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
It was reported that the patient had a spinal cord stimulator that was already not working when the subject pacemaker was implanted. During the follow-up performed on (B)(6) 2017, all parameters were within normal ranges but the patient complained about syncope similar to the ones he had before implantation of the pacemaker. The residual longevity was reportedly around 1 year. During the follow-up performed on (B)(6) 2017, noise oversensing episodes were detected. Previous follow-ups were reviewed and the same noise oversensing was observed since 2010. Since the patient did not mention suffering syncope during previous follow-ups, it was considered that there was no relation between the syncope and the observed noise. On (B)(6) 2017, ventricular sensitivity threshold was reprogrammed to 5mv. A few minutes later, the patient, who was lying down, suffered a pre-syncope. Reportedly, no pulse was detected and the patient started to sweat. Upon interrogation, the pacemaker was working properly, but no episode were recorded in the pacemaker memory. When the patient had recovered, the physician tried to reproduce the syncope twice by massaging the carotid sinus, with the patient standing and then lying down. An external ECG was performed. Both times, the patient started a pre-syncope and the pacemaker operated as expected. Then, the physician unsuccessfully tried to reproduce the noise by moving the patient arm and touching the implantation site. Due to the low remaining longevity, the subject pacemaker was explanted on (B)(6) 2017 and discarded. Preliminary analysis showed that the observed ventricular oversensing could result from electromagnetic interferences and/or myopotentials. Based on available data, normal pacing was confirmed during the last follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the patient had a spinal cord stimulator that was already not working when the subject pacemaker was implanted. During the follow-up performed on (B)(6) 2017, all parameters were within normal ranges but the patient complained about syncope similar to the ones he had before implantation of the pacemaker. The residual longevity was reportedly around 1 year. During the follow-up performed on (B)(6) 2017, noise oversensing episodes were detected. Previous follow-ups were reviewed and the same noise oversensing was observed since 2010. Since the patient did not mention suffering syncope during previous follow-ups, it was considered that there was no relation between the syncope and the observed noise. On (B)(6) 2017, ventricular sensitivity threshold was reprogrammed to 5mv. A few minutes later, the patient, who was lying down, suffered a pre-syncope. Reportedly, no pulse was detected and the patient started to sweat. Upon interrogation, the pacemaker was working properly, but no episode were recorded in the pacemaker memory. When the patient had recovered, the physician tried to reproduce the syncope twice by massaging the carotid sinus, with the patient standing and then lying down. An external ECG was performed. Both times, the patient started a pre-syncope and the pacemaker operated as expected. Then, the physician unsuccessfully tried to reproduce the noise by moving the patient arm and touching the implantation site. Due to the low remaining longevity, the subject pacemaker was explanted on (B)(6) 2017 and discarded. Preliminary analysis showed that the observed ventricular oversensing could result from electromagnetic interferences and/or myopotentials. Based on available data, normal pacing was confirmed during the last follow-up.